Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during the implantation of the subject pacemaker, the physician did not succeed to screw the atrial setscrew, the screwdriver did not make any click sound and the user had the feeling that he had to put the screwdriver in oblique to engage the screwdriver into the setscrew cavity.

Event description:
Reportedly, during the implantation of the subject pacemaker, the physician did not succeed to screw the atrial setscrew, the screwdriver did not make any click sound and the user had the feeling that he had to put the screwdriver in oblique to engage the screwdriver into the setscrew cavity.

Manufacturer narrative:
Please refer to the attached analysis report.